Event description:
Customer reported that the fenestrated bipolar forceps instrument was inspected as usual prior to being inserted into the patient. The surgeon found the instrument to be non-responsive during the da vinci si prostatectomy procedure. The instrument was replaced by a new one and the surgery was completed without any additional problem. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire was found to be broken at the yaw pulley exit. The wire was found to be detached from its connection at the grip. Instrument passed electrical continuity test. The yaw pulley exhibited no signs of arcing. Engineering also found scratches on the surface of the distal pulley. 48 - additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.